Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17483573 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of the 4f hepatic tempo diagnostic endovascular catheter was fractured inside the patient. No patient injury was reported. The target lesion was the hepatic artery and the device was not used for a chronic total occlusion (cto). The lesion was a little calcified, the iliac artery was moderately tortuous, and there was no stenosis. The device was stored in the cath lab according to the instructions for use (IFU) for one year. There were no anomalies noted when removed from the package or during prep and the device prepped normally. A contralateral approach was not used. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device, however there was resistance met while advancing the device over the non-cordis guidewire. There was no difficulty tracking through the vasculature and there was no excessive torquing required. The fracture was noted on the catheter during use and the device was not still in one piece. The fractured pieces were successfully removed from the patient by introducing a guidewire from an angiographic catheter. The guidewire passed through the fractured pieces successfully, and then withdrew the pieces out of the patient. There was no unusual force used at any time during the procedure. The device did not kink or bend anytime prior to the fracture nor did the other devices used with the product kink or bend at any time. There was resistance met while withdrawing the device. The procedure time was extended and was completed using another unknown product.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. During an unknown hepatic procedure, the tip of the 4f hepatic tempo diagnostic endovascular catheter fractured and separated inside the patient. No patient injury was reported; however a procedural delay was reported. The fractured pieces were successfully removed with an unknown guidewire. The guidewire passed through the fractured pieces successfully, and the pieces were withdrawn. The target lesion is the hepatic artery and the device was not used for a chronic total occlusion (cto). The lesion is a little calcified, the iliac artery is moderately tortuous, and there is no stenosis. The device was stored in the cath lab according to the instructions for use (IFU) for one year. There were no anomalies noted when the device was removed from the package or during prep and the device prepped normally. A contralateral approach was not used. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device, however there was resistance met while advancing the device over the non-cordis guidewire. There was no difficulty tracking through the vasculature and there was no excessive torqueing required. There was no unusual force used at any time during the procedure. The device did not kink or bend any time prior to the fracture nor did the other devices used with the product kink or bend at any time. There was resistance met while withdrawing the device. No other information was reported. The device was returned for analysis. One non-sterile diagnostic catheter 4f tempo 0.038 80cm hepatic diagnostic endovascular catheter was received coiled inside a plastic bag. Per visual analysis the catheter tip presented with a separated condition, the separated tip was not received for analysis. No other damages or anomalies were observed on the received unit. Per dimensional analysis, the catheter od/ID were measured, and results were found within specification. A functional test could not be performed due to the separated device¿s condition. A sem analysis was performed to identify the root cause of the separation of the 4f tempo tip to body. Results showed that the 4f tempo body¿s separated surface presented with evidence of elongations and material transference. The elongations observed at the inner wall surrounding areas of the separation as well as the evidence of material transference on the ring surface of the separation suggest that the device was induced to stretching/pulling events that exceeded the material yield strength prior to the separation. No other issues were observed during the sem analysis. A product history record (phr) review of lot 17483573 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The events reported as ¿brite tip/distal tip ¿ catheters- cracked - in-patient¿, brite tip/distal tip-separated - in-patient¿ were confirmed due to the condition of the received device. The exact cause of the catheter tip separation could not be conclusively determined. Procedural/handling factors may have contributed to this damage, since the elongations observed during the sem analysis showed evidence of elongations and material transference, these conditions suggest that the device was induced to stretching/pulling events that exceeded the material yield strength prior to the separation. Neither the phr review nor product evaluation or sem results suggest that the failures reported could be related to the manufacturing process. The events reported as ¿catheter (body/shaft)- resistance/friction - in patient¿ and catheter (body/shaft)- withdrawal difficulty¿ could not be properly evaluated since the functional test could not be performed due to the catheter tip separated as was received. However, a dimensional analysis was performed, and the catheter was found within specification. The exact cause of the separated condition could not be conclusively determined. Per the instructions for use, which is not intended as a mitigation, ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters. To prevent kinking of 5f (1.65 mm) and smaller angiographic catheters: do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi). Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation.¿ neither the phr review nor product evaluation results suggest that this damage could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.